Manufacturer narrative:
The cl electrode lot number and expiration date was not provided. The analyzer serial number is (B)(6). The qc recovery data provided was acceptable. The customer replaced the reference electrode. The field service engineer (fse) performed instrument checks and a precision test successfully. Qc was performed successfully. The investigation is ongoing.

Event description:
There was an allegation of questionable gen.2 ise indirect for na and cl results for 5 patient sample on a cobas 8000 cobas ise module. The customer provided an example of discrepant results for 1 patient sample tested. The initial na result was 137.3 mmol/l and the initial cl result was 116.9 mmol/l. The customer questioned the results as they were accompanied by a negative anion gap and repeated the sample. The repeat na result was 145.7 mmol/l and the repeat cl result was 108.1 mmol/l. The repeat results were deemed correct. No questionable results were reported outside of the laboratory.

Manufacturer narrative:
Section d product information has been updated, as well as g1 manufacturing site and g4. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.